Event description:
On 10/11/96 co received info alleging that model n-20 pulse oximeter displayed an oxygen saturation reading of 100% oxygen saturation on a hosp employee that had fainted following an "asthsma attack". The hosp said they "doubted" the readings, but did not provide any basis for comparison of the actual oxygen saturation of the pt and the oxygen saturation reading displayed on the n-20. The hosp has stated that there was no pt harm or change in treatment made as a result of the discrepant readings.